Manufacturer narrative:
(B)(4).

Event description:
A customer in (B)(6) reported they had a prismaflex m150 set that was found to have a fluid leak between the dialysate port and transparent plate during a patient treatment. Treatment was discontinued and a portion of the blood in the extracorporeal circuit was not returned to the patient. The amount of the blood loss was not provided.